Manufacturer narrative:
Covidien reference (B)(4). The field service engineer (fse) verified the malfunction and replaced the evq and expiratory filter. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Received information stating that the 980 ventilator was inoperable. Patient involvement information was not provided.